Event description:
The customer reported that the pod had come loose from her skin. She went to the ER where she was diagnosed with dka (diabetic ketoacidosis). She was given ivs for treatment (substance given was not provided). The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any defect or manufacturing deficiency could have contributed to the reported adhesion issue and the customer's ER visit for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.